Manufacturer narrative:
(B)(4). Attempts are being made to obtain the sample. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous rep, the handpiece of a hakim programmer became excessively hot. Event occurred during system set up. There were no reports of delay or patient harm.

Manufacturer narrative:
Corrected field: device available for evaluation? It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.